Event description:
It was reported while wearing a pod between 4 and 24 hours the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The patients reported blood glucose level reached 500 mg/dl. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 722 pulses and completed multiple boluses before being deactivated by the user. The investigation found no issues that would result in a needle mechanism failure. The device was received with the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined.